Event description:
Baxter china reports a fluid in the twist clamp area of a transfer set. Noted during use. Incident date unknown. Affiliate reports incident occurred during a 3 mo period in 2000. No pt injury or medical intervention reported.